Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet restriction can be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized and can contribute to central regurgitation and may require reoperation. Chordae entrapment is most often related to patient and/or procedural factors and is not usually a result of a device malfunction or manufacturing non-conformance. Additionally, mitral model ifus provide cautions/warnings regarding the potential for leaflet entrapment occurring during surgical procedures. Leaflet impingement by chordae or other sub-valvular apparatuses does not indicate product failure with regard to design or reliability. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Based on the evaluation and available information, the report of mitral stenosis caused by leaflet immobility was confirmed through product evaluation of returned device and was most likely caused by chordae entrapment, calcification, and host tissue/pannus. The chordae entrapment is most likely due to patient and/or procedural factors.

Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm 7300tfxj valve, implanted approximately five (5) years, was explanted due to mitral stenosis caused by leaflet immobility. The patient presented with dyspnea, and a feeling of smothering that interferes with daily life. The device was explanted and replaced with a 25mm 11400m. The patient status was reported as recovered. The device was returned for evaluation and the device was permitted to dismantle after necessary evaluations. Per the reported information, at the initial implant surgery, the subvalvular tissue was preserved. At the valve explant, restricted opening of the leaflets was detected by preoperative echo. It was observed intraoperatively that the chordae tendineae touched the leaflets, so the surgeon considered that the chordae restricted leaflet mobility.

Manufacturer narrative:
H3: customer report of stenosis and leaflet immobility were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact; moderate calcification was observed on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. The free margins of all three leaflets were rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Subvalvular apparatus was observed around commissure 1 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around leaflet 2. Cut off sewing ring fragment was not returned with valve. Suture thread remained attached to the sewing ring. Updated sections: d4 serial number, g3, g6, h2, h3, h6 device code(s), and type of investigation.